Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the moderately calcified second right posterolateral segment (rpl). A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The rotapro burr and rotawire were removed together as one unit from the patient. The rotapro burr and the rotawire were both replaced to continue the procedure. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.